Manufacturer narrative:
(B)(4). Concomitant medical product: item# 00875304801, shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners, lot# 63941325. (B)(6). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04302.

Event description:
It was reported that patient underwent total hip arthroplasty. During implantation of the shell, the screw head broke through the shell hole and went into the bone. The head of the screw tore off. All components were removed and new components used to complete surgery. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Screw and shell were returned for inspection. Visual inspection of the screw identified damage to the threads and hex head as well as fracture of the outer diameter of the hex head. The fractured pieces were not returned. Dimensional analysis of the screw identified that product identifiers were conforming to print specifications. Visual inspection of the trilogy shell identified damage to one of the two screw holes. The inner radius of the shell possessed a large indentation on the side of the screw hole. Subsequently, the outer radius of the shell possessed an indentation with scratching and damage on the opposite side of the screw hole. Both marks are indicative of an angled approach of the screw through the hole. Device history record (DHR) was reviewed and no discrepancies were found. Evaluation of the returned devices identified markings and damage consistent with an angled approach of the screw through the screw hole of the shell. Therefore, the root cause of the event can be attributed to: unintended use error caused or contributed to event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available